Manufacturer narrative:
B4: (B)(6) 2021. The customer reported the device was being set up to use on a patient; it was not yet connected to the patient. Another device had to be obtained thus causing delay in therapy. However, there was no patient or user harm. It was reported to philips that the v60 navigation ring was not moving and the touchscreen was not working. The silence button would not work on the touchscreen; when trying to select the mask type, it continued quickly cycling through different selections autonomously. The customer spoke with a philips remote service engineer (rse). The customer reported duplicating the reported issue in the bio-med workroom. The rse set up an onsite visit for a field service engineer (fse) to replace the front bezel. The fse replaced the front bezel to resolve the issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The part was not received for evaluation. It was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
The front bezel was returned for failure investigation, the root cause remains the same as what has been documented in the additional manufacturer narrative of follow-up 1.

Event description:
The biomed is reporting the v60 nav-ring is not moving. The unit was in use on the patient, but no patient harm was reported.